Event description:
Two dome screws were placed for supplemental fixation during tha. During placement of one of the screws, the drill bit fractured off within the pelvic bone. It was completely in the pelvic bone. The far cortex had not been penetrated. We could not retrieve it easily or without damage to bone, so it was decided to leave it. This should cause no problems for the patient.